Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer7 was difficult to close. A field service engineer (fse) found that the drawer had a rail hat had the bearing cage starting to slip forward on the drawer and the bumper failed. Further the fse replaced the rail to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer made noise when opened, it was difficult to close, and wobbled when fully open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.